Event description:
Chemotherapy was administered through a bard port, an implanted port with an open-ended catheter. Extravasation took place. The port was removed and not retained. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: non-hodgkin lymphoma, chemotherapy. Event abated after use stopped: no.